Manufacturer narrative:
Device analysis performed the on the returned ipg revealed that the battery depletion rate was within the expected range and it passed functional testing. Analysis of the device data logs showed no evidence of any anomalies related to premature battery depletion and was able to be fully charged to 3.950 vdc. However, a review of the charging log revealed a low charge current which is indicative of sub-optimal charging that resulted in a low battery voltage and the thermistor being triggered. These are known factors that may contribute to charging difficulty. The instructions for use (IFU) states to ensure the charging distance between the charger and the ipg is 0.5 cm to 2 cm for optimal charging time. Additionally, the IFU states to make sure the charger is well ventilated and properly centered over the ipg. Therefore, engineers concluded that the probable cause of the event was failure to follow the IFU. Correction to block h6: patient codes block b3: exact date unknown, event occurred in june 2023 additional suspect medical device component involved in the event: product family: scs-linear leads upn: n/I, model: n/I, serial: n/I, batch: n/I. Product family: scs-linear leads upn: n/I, model: n/I, serial: n/I, batch: n/I.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure during which the implantable pulse generator (ipg) and leads were replaced. X-ray imaging had confirmed lead migration therefore the physician decided to replace the leads. Additionally, the patient reported difficulty charging and after troubleshooting with the charger was done prior to the procedure, a decision was made to replace the ipg as well. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023 additional suspect medical device component involved in the event: product family: scs-linear leads, upn: n/I, model: n/I, serial: n/I, batch: n/I. Product family: scs-linear leads, upn: n/I, model: n/I, serial: n/I, batch: n/I.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure during which the implantable pulse generator (ipg) and leads were replaced. X-ray imaging had confirmed lead migration therefore the physician decided to replace the leads. Additionally, the patient reported difficulty charging and after troubleshooting with the charger was done prior to the procedure, a decision was made to replace the ipg as well. The patient was doing well postoperatively.